Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2011.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2015 and a mesh was implanted. It was reported that patient underwent lbso on (B)(6) 2011 due to extensive lysis of adhesions, pelvic pain and rectocele. It was reported that patient underwent repair of incarcerated ventral hernia on (B)(6) 2011 due to incarcerated incisional hernia with small bowel obstruction. It was reported that patient underwent reduction of hernia with repair on (B)(6) 2011 due to abdominal hernia with incarcerated small bowel. No additional information was provided.